Event description:
During eval of a returned spectrum infusion pump, 16 occurrences of "air-in-line" alarm were identified in the history log which indicates a potential malfunction of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the eval is complete. This complaint is an ancillary service event opened during investigation of complaint (B)(4). The "air-line-line" alarms were confirmed through an event history log review. The ultrasound sensor was found to be out of spec and has been replaced.